Event description:
During a pta/stenting treatmenn procedure, the express vascular stent became stuck in the sheath during withdrawal, and the balloon detached inside the sheath. The lesion being treated was in the right common iliac artery. The express vascular stent was advanced through a 6f introducer sheath, was succesfully deployed, and the balloon was fully deflated. The delivery system was removed from the sheath by applying prolonged traction, and after withdrawal, it was noted that the balloon had detached. The balloon was located inside the sheath, and was able to be removed with the sheath. No pt injuries or complications were reported.

Event description:
It was further reported that the pt was asymptomatic during this event. The lesion being treated was a 50-60% stenotic lesion overlaying the mid-upper sacrum. A 6 fr introducer sheath was used for vascular access. The balloon of the express vascular stent system was inflated two times to 12-14 atms. Pt status is reported as 'fine'.